Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 20361052.

Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming. It was also noted that the device was no longer working, caused groin pain and unpleasant sensation which urge the patient to urinate. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded.